Manufacturer narrative:
The product location is unknown. The product was not returned to the manufacturer. Therefore, no product evaluation could be performed. From the information provided based on the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that an incorrect choice of size of implant or incorrect distraction, or incorrect discectomy was performed during the surgery, causing the reported implant kyphosis post-operatively. It is clearly stated in the surgical technique to perform a complete discectomy of the disc space between the uncinate processes and back to the posterior ligament (step 2: complete disectomy). It is also stated that it is important to achieve parallel distraction (step 3: parallel distraction). Finally, it is also stated that it is extremely important to choose a size that achieves complete a/p coverage and a height that should not exceed the height of healthy adjacent discs (step 5: depth measurement and step 6: trial selection). However, regarding the lack of information provided and without the product return and evaluation, this hypothesis cannot be validated. The root cause of the reported event remains undetermined with the most likely hypothesis of user error. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Mobi-c p&f us : revision due to dislodged mobil insert information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device malfunction & device removal on a patient that was implanted with mobi-c on (B)(6)2016. Surgeon said that the patient initially felt great after surgery. Then overtime symptoms returned, so tried conservative treatment. Return to or about 2 years later and found that polyethylene insert was dislodged, posterior worn unevenly. The surgeon believes that the incident is possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. Intra-op xrays looked good. But the initial post-op x-rays had some kyphosis that demonstrates this was an early failure of device according to the surgeon. No x-rays provided to the manufacturer. Condition of the patient following the revision : stable.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Not returned.

Event description:
Mobi-c p&f us : revision due to dislodged mobil insert information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device malfunction & device removal on a patient that was implanted with mobi-c on (B)(6) 2016. Surgeon said that the patient initially felt great after surgery. Then overtime symptoms returned, so tried conservative treatment. Return to or about 2 years later and found that polyethylene insert was dislodged, posterior worn unevenly. The surgeon believes that the incident is possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. Intra-op xrays looked good. But the initial post-op x-rays had some kyphosis that demonstrates this was an early failure of device according to the surgeon. No x-rays provided to the manufacturer. Condition of the patient following the revision : stable. Additional information requested to the surgeon.